Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2014 for high blood glucose. Customer reported feeling sick and vomiting from their blood glucose, prompting them to call the paramedics. The customer's blood glucose was over 900 mg/dl at the time of admission. The customer was later admitted into the intensive care unit. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was treated with an insulin drip. Customer stated they were wearing the insulin pump at the time of hospitalization. The customer declined to return the insulin pump for analysis.